Manufacturer narrative:
The product was returned with the shaft separated. The lot number was obtained when the product was returned. Complaint conclusion: it was reported that the hypotube of the stent delivery system broke during insertion of the device. The device was a 2.5 x 18mm cypher select + stent. The stent was not deployed and the lesion was successfully treated with another cypher. Multiple attempts to garner more information have gone unanswered. There was no report of patient injury and the device was returned for evaluation. The reported customer complaint of body/shaft separated was confirmed through failure analysis. With the limited information provided, it is not possible to determine an exact cause for the event, however there are procedural factors such as over torquing that can lead to this type of failure. There is no indication that there is a design or manufacturing related issue, therefore, no corrective action is needed. One non sterile cypher select + 2.5 x 18mm was received coiled inside a plastic bag. The stent was still on the catheter at its original position between the marker bands. No damage to the stent was observed. The catheter was received in two parts; the broken section was at 23.5 cm from the proximal area. The distal zone had a kink at 123.5 cm from distal area. There were bends at 33 and 111.5 cm from distal zone. Crystallized inflation media was found in the inflation lumen. The section where the shaft got separated (broken) appears as if it had been kinked before it got broken. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.

Event description:
The hypotube of a 2.5 x 18mm cypher select + delivery system broke during insertion of the device. The stent was not deployed, and the lesion was successfully treated with another cypher.

Manufacturer narrative:
Cypher select product (B)(4) is not distributed in the us; however, it is similar to us distributed cypher product (B)(4).it is anticipated that the product will be returned for analysis; however, the product has not yet been returned.additional information will be submitted within 30 days of receipt.